Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint that the basket separated in use was not confirmed. A ptd catheter was returned and examined and the basket was intact. However, the black distal tip was observed to be separated. A portion of the black tip remained attached to the distal end of the basket and the broken edge appeared frayed indicating that it was torn off. The separated piece was not returned. A pin gauge was inserted through the catheter and passed through the internal orange lumen without resistance. The catheter was cut, removed and examined. At this time the catheter was found to be broken at the end of the cannula; however, it is not known if that break is related to the tip breakage. A review of manufacturing records did not yield any relevant findings. The provided instructions provide warnings and precautions regarding the use of the device including a warning that potential fatigue failure of the ptd cable and fragmentation basket may occur with prolonged activation of the ptd device. The cause is undetermined but further investigation has been initiated at the manufacturing site.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use in the cath lab, the basket separated from the catheter. As a result, md removed it from the patient without harm. A new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.